Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and a ventilator inoperative condition was confirmed. The system board printed circuit assembly required replacement to address the issue. However, no repairs were completed because the device was scrapped.